Manufacturer narrative:
The device was returned, and manufacturer could not confirm particles in air path during device evaluation. There was no report of patient harm or injury. H6 updated/corrected.

Event description:
The manufacturer contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury.the manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.